Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as not cleaning the area before starting the pd. The peritonitis was manifested by cloudy pd effluent. It was reported that the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient recovered from peritonitis. It was not reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.